Event description:
It was reported that during the day of the trial procedure, the patient experienced extreme pain and severe bladder cramping. The healthcare provider (hcp) turned stimulation off and catheterized the patient. It was noted that the patient sometimes could not empty and would get bladder infections.

Manufacturer narrative:
(B)(4).